Manufacturer narrative:
This device is used for treatment, not diagnosis. The locking cap was received with some wear at the bottom of the extensions which initially capture the rod. The set screw portion is slightly rotated out of the initial position. The cap initially locks to the polyaxial head to prevent the rod from fully releasing from the screw head while allowing it to slide freely. When the construct is complete, the locking cap is tightened in order for the rods to be fully secured for a rigid construct. The locking cap was found to be loose post-operatively. Rod slippage can occur if the locking cap is not final tightened. The materials and specifications are adequate for the devices intended use and the design risk analysis was determined to be adequate. Placeholder.

Event description:
This is report 1 of 3 for complaint # (B)(4).

Event description:
A report was received regarding the following revision surgery. Patient had previous lower back spine fusion from t12-pelvis. On an unknown date patient returned to surgeon. Examination revealed the pangea locking cap at the iliac wing level on the right side became loose and the rod pulled out. Surgeon removed all pangea locking caps on the right side, repositioned the rod, and placed new locking caps. Bone graft was added at the l5-s1 level. Revision surgery was successfully completed. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Last name of initial reporter not provided. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the manufacturing evaluation show that the locking cap assembly exhibits visually obvious damage to the dovetail feature and locking tabs of the locking cap body component (04.620.000.1) and to the grooves (flattening) one side only on the saddle component (04.620.000.3). The pre-set torque indication band has been broken per visual. All described nonconformities are post manufacturing. P1 profile failed because of as received damage, and p2 being unobtainable because product is assembled and all three raw materials being unobtainable because of product being assembled (raw material was verified as correct with DHR review), complaint is indeterminate from a manufacturing perspective.